Manufacturer narrative:
Investigation results: the complaint for the battery overheating was confirmed. Upon visual inspection of the battery there was evidence of battery discharge on the casing. The battery used by customer was third party battery which overheated and then customer attempted use of b braun's battery resulting in overheating of the battery as well. The pump could not be tested to duplicate the event as the battery was completely inoperable. The root cause was determined to be the charging of ic u113, part number 102400 located on main board of unit. No pt's safety affected as preventative maintenance was being performed and no pt was connected to device at this time. To resolve issue, main board (B)(4) was replaced to correct the issue.

Event description:
It was reported by customer that the main battery burst. Customer was performing annual preventative maintenance. Prior to preventative maintenance, third party battery was placed in pump and then charged. Pump alarmed and upon responding to alarm, customer noticed battery had overheated. Customer then replaced battery with b braun's battery and this battery overheated as well.